Event description:
It was reported to medtronic neurosurgery that after implanting the product, the physician checked the catheter and found it to be leaking. According to the report, the physician used a new product to complete the operation. The report stated that the patient was under observation in the hospital and is overall ok.

Manufacturer narrative:
The returned catheter passed the leak check. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. The catheter was not patent due to a large amount of proteinaceous debris in the interior of the device. The instructions for use that accompany the device state that the catheter, patient line or other components of the monitoring system may become clogged with blood clots, brain tissue fragments or fibrinous debris. A review of the manufacturing records showed no anomalies.